Event description:
It was reported that rescue tape on the patient's driveline was replaced at a routine clinic visit. The patient had a significant interruption in silastin along the entirety of their driveline. It was noted that the damage was not new, and the previously applied rescue tape was unsecure. The patient reported sleeping on the mobile power unit (mpu), so it was unknown if the patient had a short to shield (sts). Providers recommended using the mpu and notifying the ventricular assist device (vad) office of any alarms that were concerning for internal driveline compromise. Log file review captured routine events with no indications of driveline issues.

Manufacturer narrative:
Initial driveline damage is captured under MFR. Report # 2916596-2020-05039. Manufacturer's investigation conclusion: the reported event of superficial driveline damage was unable to be confirmed. No images of the reported damage were submitted, and the pump was not returned as the patient is ongoing; therefore, the extent of the damage was unable to be determined through this investigation. The root cause of the reported event was unable to be conclusively determined through this investigation. The submitted log file did not capture any notable events. The log file appeared to capture the pump operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number vad-62270. No further events have been reported at this time. The device history records were reviewed for the lvas (serial number: vad-62270) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 13mar2013 via customer order number: s186904. The device history records were reviewed for the lvas driveline (serial number: 65417) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline and instructs to not twist, kink, or sharply bend the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.